Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) via a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6) 2018, the patient repeatedly saw error messages on their controller screen. They were seeing the screen that said "software problem. Cannot continue. Line 1 - device name. Line 2 - 3.0. Line 3 - 243. Line 4 - qf_port. Screen 99" it was noted the patient's recharge interval was 7 hours, which was an unsustainable amount per the provider. The cause of the error messages and the recharger interval were not known since the patient did not require high amplitudes. Impedances were checked and all were below 1000 ohms. Reprogramming was performed, which included activating cycling and decreasing the amplitude to below sensory threshold. The next steps were reported to include locating a loaner controller and recharger to see if using different ones will resolve these issues. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-02-09 additional information was received via a manufacturer representative. It was reported that the software problem screen 99 error message was seen sporadically during normal use, not necessarily associated with recharging. A replacement controller was available but a recharger was needed to troubleshoot. The replacement controller continues to intermittently display the software problem screen 99 using the original rtm, and that removing the battery from the ptm will clear the screen. What steps were taken (or will be taken) we have no other known steps to take to resolve the 7 hour recharge interval. The physician has requested the input of manufacturer engineer(s) for a clear and concise answer. No patient symptoms, and no additional device complications were reported for the event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that they were not getting a satisfactory level of pain relief. The patient stated he had to charge more often then he would like. There were no known environmental or external factors and impedances were all within limits. The patient was reprogrammed to low dose stimulation and the issue was not resolved at the time of the report.